Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was additionally reported through voluntary medwatch form that the patient was admitted for an infection outside of the hospital. The patient was on warfarin an aspirin at home which continued during hospitalization. The patient's international normalized ratio (inr) was 1.8 upon admission and ranged from 1.8-2.8 during hospital course. The patient reported blurred vision. The patient was seen by neurology imaging which revealed a stroke. The patient stabilized and was discharged on hospital day five and will follow with neurology as an outpatient. It was said that the patient's cardiac drugs may have caused or contributed to the event.

Event description:
It was reported that the patient had a stroke. Log files were submitted for evaluation and no unusual event were captured in the log file event history. The pump log files also appeared to be normal.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The submitted log files contained no atypical alarms and appeared to show the pump operating as intended. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas) IFU, rev. D is currently available. Section 1, ¿introduction,¿ outlines potential adverse events, including stroke and infection, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr (international normalized ratio) range. Section 6 also lists infection as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the instructions for use. No further information was provided. The manufacturer is closing the file on this event.